Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "fluid intrusion". The evaluation found that the module's wireless connection capabilities were inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, resulting in the components to fail, rendering the unit irreparable. The device was retired.

Event description:
It was reported that a wireless battery module has fluid intrusion. It was also reported that there was no patient injury.